Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, contamination in the flow sensor assembly was observed. The flow sensor assembly was cleaned to correct this issue.

Event description:
The manufacturer received information alleging a ventilator's pressure delivery was incorrect. There was no harm or injury reported.